Event description:
It was reported that customer called arrow hotline due to high pressure alarms. During assessment of issue, blood was noted in helium tubing. Call was focused on removal. Customer wanted to remove iab through sheath but was instructed that this is not recommended. Proper removal technique reviewed by arrow clinical specialist. Iab was removed and discarded without recording product, lot, or serial number. There were no reported pt complications.